Event description:
My daughter used the smartmonitor 2. The alarm did not sound and the child died. This was the third they gave me, the other two did not sound. There were used 3 smartmonitor in 2 months and the three failed. Dates of use: 3 days, 2006. Diagnosis: stop breathing.